Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: review of the pump¿s black box data revealed a history of call service alarms related to the blank screen issue. The blank screen complaint could not be duplicated or confirmed on investigation. Corrosion was present within the display and on the internal components. A crack was discovered in the pump case and the pump failed a leak test. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display screen issue after then patient wore the pump while swimming. Moisture is visible behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.